Event description:
It was reported that the patient had undersensing from the right ventricular (rv) lead. The lead sensing was reprogrammed to unipolar. Patient has recently been complaining of pain in the left ribcage below the implant. Follow up with the physician's office is pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).